Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient reported hearing a critical alarm starting last saturday 29-jun every 10 minutes. The pump was read today and they could find no reason for the alarm. There were no alerts and no logs since may when pump was last filled. The hcp reported hearing the pump alarm while the patient was in the office. The pump was updated (unknown what if any changes were made) and they had not heard the alarm since. The update seemed to show a normal set of logs; 22,21,14,24,26,16 and 22 but no indication of an alert cleared. The hcp re-read the pump and confirmed there was still no alert or active alarm showing on the home screen and they still have not heard the pump alarm since the update.